Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a report of inadequate iodine was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
Baxter (B)(4) received a report regarding inadequate iodine with a minicap. The distributor stated that the mini-cap was dry, and needed to be replaced with a new one. There was no patient involvement; no patient injury or medical intervention was reported along with this complaint.